Event description:
The customer reported that the monitors went back. This resulted in a loss of imaging functionality. There is no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was replace during the service call. The system was tested and found to be working as intended and put back into service.